Event description:
During a ptca/stenting treating procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was used to predilate the lesion to implant a nir stent, but was suspected to have ruptured at 4atm's on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another catheter to successfully complete the procedure. The types and sizes of the introducer sheath, guidewire, guide catheter and which inflation device was used are unknown. Patient status is reported as 'good'.